Event description:
Customer reported a low blood glucose level, with the lowest reported value being 50 mg/dl, obtained from a blood glucose meter. Customer consumed carbohydrates as a treatment action and declined further supplies or system checks, as the cause of the low blood glucose was unknown, and no further assistance was required.